Event description:
A customer reported a malfunction alarm with code malf 16 on their pump, but no notable events occurred beforehand. There was no reported adverse impact on the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it using a pre-paid label, while a replacement pump was arranged. The customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.